Manufacturer narrative:
Batch review performed on 13 february 2018, lot 146614: (B)(4) items manufactured and released on 03 march 2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event

Event description:
Nine months after primary the surgeon revised the patient knee for an instability. The patient knee was loose when extended. The surgery was completed successfully, only tibial insert swap performed.